Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce in which it has been identified that a complaint with the same failure mode was reported for this serial number. Case (b)(4) Failed drawer. A review of the Device History Record (DHR) for SN (b)(6), covering the manufacturing period beginning on 25-JAN-2022, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer reported issue. The reported condition of Failed drawer was confirmed by the FSE and subsequently confirmed in the DCHU inspection process. According to WO 01931502, the FSE reported that replaced the Retractor Band and Drawer controller board. Tested Cubie drawers and all cubie pockets in Hardware Test Application. All tested OK. Additionally, while rebooting, a clean-up was performed in the electronics drawer and around back of the Comm Sled & Power Supply. Checked for medications and cleaned debris from bottom edge of back panel; as well as loose drawers and reseated Drawer Cable. Finally, all drawers were tested in the Main cabinet. All tested OK. During DCHU Visual Inspection: P/N 331392-01: The part was received with no signs of physical damage, fluid ingress or missing components. P/N 353844-01: The part was received with no signs of physical damage, fluid ingress or missing components. However, a closer inspection detected thermal damage to the internal filaments of the flat flex cable component. During DCHU Testing: P/N 331392-01: DMM and functional testing revealed no anomalies to the component. P/N 353844-01: Since thermal damage was detected during visual inspection, no testing was performed. The device was in use for treatment purposes as intended per-21 CFR 820.198(d). ROOT CAUSE: The root cause of the complaint is contact between internal copper filaments of the ASSY RETRACTOR DWR HH CUBIE (PN 353844-01), which lead to the observed thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, the drawer 5.1 failed and displayed read, write, or invalid cubie memory.As per part investigation, it was determined that ASSY RETRACTOR DWR HH CUBIE (PN 353844-01), which lead to the observed thermal damage.There were no adverse events or injuries reported based on this event.